Event description:
It was reported that the customer was hospitalized due to blood glucose levels greater than 600 mg/dl. The caller did not have hippa consent, and had her mother call in for assistance. Spoke with the customer, and she stated that she doesn't think the insulin pump is working properly because she couldn't physically see it moving. The customer's daughter later called to request a replacement insulin pump. The daughter felt that it was not working properly, and declined troubleshooting. She also stated that the customer lives in an assisted living facility, and is very sick due to the insulin pump not working. Advised the daughter that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.